Event description:
Blood was noted to be soaking through the dressing and arterial wave form suddenly went flat. Upon removal, it was noted that fluid was dripping through the area where the catheter joins with the flange. It was a close call because the arterial line was leaking pt's blood. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Expiration - unk as lot is unk. (B)(4). Event eval: still under investigation.